Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 6th of april 2016 for further investigation. During the investigation the fse performed decontamination of the instrument. Also, the fse ran whole blood to get the hb varient below 5%. Fse then ran calibrators and quality control and all were within range. Instrument is functioning as intended and was released. The most probable cause for this event is due contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 the customer reported they are seeing unidentifiable peaks on both the tosoh quality control 7045 and some patient samples. The customer checked for leaks and none were found. They tightened the filter cap and bled the system of any air. Also, they adjusted the flow rate to 1.06. The column count is 345 which is within the injection limit for the column (<2500). Sa1c retention time = 0.61 which is on the upper range of the limit (0.57-0.61). The technical support group (tsg) suggested to the customer to change the column and recalibrate. The customer called back and informed the tsg that the calibration failed with the new column. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.